Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used for gastrointestinal (gi) bleeding during a colonoscopy procedure performed on (B)(6) 2025. During the procedure, the clip would not release from the catheter after going through deployment steps. The physician attempted to open and close and shake the catheter and manipulated scope angles of the clip but was still unsuccessful. The device was pulled with the catheter, and the procedure was completed with another resolution 360 clip. There were no patient complications reported as a result of this event.

Manufacturer narrative:
Block h6: imdrf device code a15 captures the reportable event of clip would not release from the catheter.